Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during analysis. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance. Programming changes and lead revision were discussed but not implemented. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.